Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via patient who was implanted with a neurostimulator for non-malignant pain. The patient reported a clear and pinkish oozing out of their implant incision 2 months post-operative from having a lead replacement using their original implantable neurostimulator (ins). There were no factors that could have led or contributed to the issue. The rep told the patient to see their healthcare professional (hcp) or go to the emergency room. The patient went to the emergency room and was treated initially and then followed up with their hcp who cleaned the wound and prescribed antibiotics. It was unknown is the issue was resolved at the time of the report, but the patient was noted to be alive with no injury and no further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cervical lead had broken 2.5 years prior to their lead being replaced. Their doctor never caught this or knew about the issue. The doctor had tried to adjust the stimulator to help with the cervical area. The patient lived with pain for 2.5 years because of the fracture. The second antibiotic cleared up the infection. The patient stated that lumbar and cervical spinal stimulator is nothing less than miraculous. The patient stated that it doesn¿t eliminate the pain entirely, but it definitely reduces the pain so that they have a somewhat normal life. There are times that the stimulation is not effective at all, but that is only about 5-10 % of the time. The patient stated that if any veteran doesn't get any relief from the nerve blocks, pain medications (which they don't recommended) then they highly encourage the va to install a spinal stimulator. The patient complained that the broken lead and the lack of determining it had broken had cost them 2.5 years of their life with very little activity, excruciating pain, and mental anguish. No further complications were reported or anticipated.